Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the stable patient presented to the emergency room after receiving anti-tachycardia pacing (atp) and high voltage therapy. A remote transmission was sent, but there was difficulty transmitting it. After reconnecting it to a cell adapter, the transmission was sent. The patient was asymptomatic before and after the shocks. Upon interrogation, a combination of supraventricular therapy (svt) and ventricular tachycardia (vt) episodes were observed. The patient may have received inappropriate therapy for svt. Programming changes were made. The patient was stable.